Manufacturer narrative:
Continuation of d11: product ID 8835 lot# serial# (B)(6) implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-05, additional information was received from the manufacturer representative (rep). Additional information reported a m otor stall recovery occurred on (B)(6) 2020 at 8:08 pm. Provided pump logs show eri occurred on (B)(6) 2020 at 8:36 am. The pump was due for replacement for end of service (eos). The pump was explanted on (B)(6) 2020. The pump contained dilaudid (40 mg, 7.5 mg /day). The issue was resolved at the time of this report.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed residue in the motor gear train and identified wearing on the upper shaft of gear number two. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 5mg/ml dose reported as ¿1.2 max 1.45mg/day¿ and dilaudid 40mg/ml dose reported as ¿9.5m max 11.6mg/day¿ via an implantable pump. The healthcare provider reported the patient¿s pump logs were showing abnormalities during a refill. The healthcare provider stated she went to refill the patient¿s pump and the logs read, motor stall occurred (B)(6) 2020 at 1:46 pm and had not recovered. The patient did not have an MRI. The healthcare provider looked further back in the logs for any other abnormalities and stated that another motor stall occurred on (B)(6) 2020 at 3:33 am and did not recover until (B)(6) 2020 at 4:08 am. The healthcare provider confirmed no emi / MRI from either day these stalls occurred. The healthcare provider stated that the pump is currently in normal eri (elective replacement indicator) as well. The healthcare provider stated that they would schedule a replacement as soon as possible and would review with the physician programming to minimum rate and covering the patient with non-pump medication.